Event description:
It was reported the patient had been experiencing a gradual increase in baseline spasticity since july and now the spasticity is constant. The report indicated that the patient went through withdrawal in july or august; he was burned at that same time and initially it was felt that the symptoms were related to the injury. The patient has been seen by the hcp (health care professional) and plans are for surgery to correct the dislodged catheter issue. The pump refills are every six months; the last refill was in august. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.